Event description:
It was reported the device was implanted on (B)(6) 2010 and the patient died 23 days later on (B)(6) 2010. The family is questioning if the device may have had a problem. Follow up revealed the replacement surgery had been successful and all parameters were good. The patient left hospital one week after the replacement, but died suddenly at home due to unknown reasons. The patient was not totally pacemaker dependent, but dependent approximately 80-90% of the time. The last device/cardiology clinic visit occurred when the patient left the hospital. There was no autopsy and the device will not be returned. The physician did not have any device allegation related to the patient death.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the device was implanted on (B)(6)2010, and the patient died 23 days later on (B)(6)2010. The family is questioning if the device may have had a problem. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.